Event description:
It was reported that, during an acl reconstruction procedure using the fast-fix 360, t2 implant deployed simultaneously when t1 was implanted. Both ts were removed from the patient. The procedure was finished with a non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation was performed. The suture and both anchors were returned detached from the device. The depth limiter button was in the default position. The actuator tip was in the t1 position. The slipknot appears to be tightened. A functional evaluation the actuator tip functioned as designed. An evaluation of the customer provided image showed a close up of the needle end of the device inside of a plastic pouch. The t1/t2/suture are off the needle and laying beside it. The knot has been tightened down. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an acl reconstruction procedure using the fast-fix 360, t2 implant deployed simultaneously when t1 was implanted. The procedure was finished with a non-significant delay using a smith and nephew back up device. No further complications were reported.